Event description:
It was alleged that during use on a pt the pump failed to alarm after about 1 hour of use. It was noted that the i.v. Tubing in use appeared to be kinked. It was further reported that the pt's blood sugar level dropped from 43 to 13 and was "treated". There was no resultant pt consequence.